Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported hospitalization for a diabetes-related condition occurring approximately two weeks prior to (B)(6) 2026. An estimated event date of (B)(6) 2026 was documented for reporting purposes. The patient did not state that the hospitalization was related to use of the pod. Additional details regarding symptoms, diagnosis, treatment, duration of hospitalization, and discharge date were not obtained as the call disconnected and follow-up contact attempts were unsuccessful. A supplemental report will be submitted if additional information is received. No blood glucose values, device identifiers, or device issues were reported.